Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had one episode of high impedence the same day as having an ablation procedure. The impedence has since returned to normal. The patient's care alert triggered, yet there were no abnormal measurements noted. The implantable cardioverter defibrillator remains in use. No patient complications were reported as a result of this event.